Manufacturer narrative:
Visual inspection: during the investigation, a deformation of the outer housing of the prosa could be determined. The measurement of the plane parallelism could confirm that with a value of -0,061 mm - outside tolerance (0 ± 0.02 mm). Deposits were found inside the control reservoir. Permeability test: a permeability test has shown that prosa and progav 2.0 have a blockage, while the cortol reservoir is permeable. Computer controlled test: due to the blockage, it is not possible to take a measurement on the computer test bench. Adjustment test: the prosa and the progav 2.0 were tested and were not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: first of all, we would like to point out that the product sent in was not placed in liquid at the time of delivery. Dried deposits can affect the function of the products, which can impact the results. Nevertheless, we have examined the valve. Based on our investigation results, we can determine a blockage and non-adjustability in the prosa and progav 2.0. The visible deposits in the valves and the deformation of the prosa have led to the mentioned malfunctions. Furthermore, we can see visible deposits in the control reservoir. These deposits did not affect the technical properties at the time of the investigation. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a prosa shuntsystem (#fx991t) was implanted during a procedure performed on (B)(6) 2020. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.